Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one broviac s/l repair catheter was returned for evaluation and one electronic photo was provided for review. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture in the catheter as a hole in the catheter was observed on the provided photo which appears to be better described as a fracture than a hole as a partial circumferential break was noted during sample evaluation approximately 4mm from the distal end of the luer in the catheter exactly where the hole is alleged. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022), g3, h6 (device). H11: d1, d4 (medical device catalog), e3, h6 (method, result, conclusion). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post catheter placement, the catheter allegedly has a hole just after hub. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photos have been provided. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that post catheter placement, the catheter allegedly has a hole just after hub. There was no reported patient injury.